Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the rep that the instrument kept "dropping" clips from jaw. Pulled a new instrument off shelf to complete the case. There was no consequence to pt.